Event description:
Lazer lead extraction of atrial lead d/t stim and rv due to symptomatic pacing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).